Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the outer insulation is cut at 39, 39.5, and 40cm(minimal blood ingress). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during post implant, the right atrial (ra) lead had dislodged. The lead was repositioned and remains in use. It was also reported that the right ventricular (rv) lead exhibited oversensing and had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.